Manufacturer narrative:
See attached.

Event description:
Allegedly, patient had a revision surgery to remove the defective wright hip implant from her left hip. Patient suffered persistent pain and decrease mobility. The wright hip system created metallic debris and loosened from acetabulum.